Event description:
It was reported that the composix e/x mesh was placed on the patient the in 2005. In 2007, during a surgical intervention for a fistula on the small intestine, a complete adhesion of the intestines to the compisix e/x mesh was noted, as well as an intestinal perforation and peritonitis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.